Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck with blue screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,10-apr-2017confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist stated that the customer confirmed the station came back up and running, no further actions was requested. So, technical support specialist closed the ticket.